Manufacturer narrative:
Corrected d.3, d.4, h.4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of this transcatheter bioprosthetic valve, the valve was deployed to 80% at a depth of 3-4 mm on the non-coronary cusp (ncc) and 7 mm on the left coronary cusp. At this depth the valve was fully released. The valve paddles on the greater curvature side were released first, followed by the paddles on the "small bay" side. As the paddles on the small bay side were released, the valve dislodged to a depth of 0 mm on the ncc. Subsequently, the valve dislodged further into the ascending aorta were it could not be fixated. Of note, the valve was observed to be "dancing" in the ascending aorta. A non-medtronic valve was implanted in the patient. The decision was made to explant the dislodged valve. Approximately three days following the procedure the patient had been extubated and it noted that they were in "good" condition.

Manufacturer narrative:
Continuation of d10: product ID: l-evolutfx-2329, (lot: 0012642934); product type: 0195-heart valves. Product ID: d-evolutfx-2329, (lot # 0012644391); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Corrected data: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during release of the valve, paddle hang up did not occur. Per the physician, severe calcification was observed on the ncc and poor valve expansion was suspected which contributed to the dislodgement. The deployment starting point was in the middle of the pigtail catheter and a non-medtronic guidewire was used during the procedure.

Manufacturer narrative:
Corrected: e1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.